Event description:
It was reported that while setting up for a da vinci si hysterectomy procedure, the site was unable align the endoscope. With the assistance of isi technical support engineering(tse)the site checked the image through the camera head and found that the image was out of focus. The tse instructed the site to power off the system, reseat the camera cable into the double camera control unit (doco) and tighten the camera cable connection. After restarting the system, the issue persisted. The site swapped to a backup camera head and camera cable, which resolved the issue. Approximately 1 hour later the site contacted isi technical support to report video loss in the left eye of the surgeon side cart. However, prior to contacting isi technical support for further troubleshooting assistance, the surgeon made the decision to complete the procedure using traditional open surgical techniques as observation of the patient's uterus revealed adhesions that would have prevented the surgeon from completing the procedure using the da vinci si system. No patient harm or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the vision issues experienced by the site were related to the site's camera and the double camera controller (doco). The fse confirmed that the site's first camera would not focus and determined that the replacement camera failure was a result of a defective doco, which most likely failed due to the site disconnecting the original camera and camera cable before shutting down the system. The system was repaired by replacing the affected camera and doco. The camera produces three dimensional images to the da vinci si system through right and left optical paths. The images are then acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. The da vinci si user manual recommends that all system instruments, accessories and auxilliary devices be removed prior to shutting down the system. On (B)(6) 2012, the site reported that the patient's status was normal, and she was released from the hospital on (B)(6) 2012 and had not returned to the hospital due to any post-operative complications. The site has continued to perform procedures and as of (B)(6) 2012, there have been no reported recurrences of the issue at this hospital.